Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Investigation conclusion. The investigation of the returned web system found the heater coil windings stretched. The heater coil pet and tether were found melted, indicating the device did experience thermal activation; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings, causing the heater coil to stretch when the delivery system was pulled/retracted during the procedure. Further investigation found the heater coil¿s forward and backward winds to be touching, resulting in the system to short, leading to the detachment difficulty described in the reported event.

Event description:
Additional information received indicates the web sls was removed via the via 17 catheter. There was no medical or surgical intervention used to remove the web, just endovascular treatment. The same detachment controller was used for the 2nd web and it was detached successfully. No other incident information was provided at this time.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been received. The alleged non-detachment issue and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasopasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported: for a vertebralis case, they selected web sls 5. During preparation of the web device, they checked the connection: green light on web detachment controller wdc-2. During deployment, the web sls 5 didn¿t detach. After several attempts the web 5 sls still didn¿t detach. They removed the web sls 5, and selected web sls 6. This device was detached without any problems and remains implanted. No reported patient impact, intervention or injury. No other incident information was provided at this time.